Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. Although requested, additional information regarding the occlusions had not been provided.